Event description:
It was reported that the device was used during a laparoscopic hernia procedure. It was reported by the rep that the device misfired. No other info is known. There was no consequence to the pt.